Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that despite bolusing with the pump she has been experiencing high blood glucose levels. Her blood glucose at the time of incident was 545 mg/dl, which made her feel tired despite reportedly eating foods that were not high glycemic index foods. The patient treated her high blood glucose with manual insulin injections. Troubleshooting was initiated to inspect the pump for damage and functionality. No anomalies with the pump; however, the cannula on her infusion set was bent. A high pressure test could not be initiated since the customer lacked a tubing clamp. No products were returned and a tubing clamp was shipped to the customer with the understanding that she will call back to complete troubleshooting.